Event description:
Customer initially called to complain of a button error alarm on the pump. Customer then mentioned that he had very high blood glucose levels and had been vimitting. The customer was taken to the hospital by the paramedics.